Manufacturer narrative:
One medfusion pump was returned with a counterfeit top case. The event history log was reviewed and there was a pump motor drive phase b post message. The power up process was conducted and the reported issue was unable to be duplicated. The interconnect board was found with some contamination which was causing the pump motor drive phase b post due to the battery intermittently not working. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The interconnect board was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor drive phase failure and corrosion on the interconnect board. There was no patient involvement.